Event description:
A malfunction alarm identified as "malf 12" occurred due to a momentary power loss to the pump's vibrator motor. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Despite resetting the pump, the malfunction persisted, leading technical support to decide on replacing the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and was guided on how to put the pump into storage mode before returning it. Tandem technical support confirmed the shipping address and instructed the customer to return the faulty pump using a pre-paid label within 10 days.